Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure(repeated erbe errors) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Multiple c-00 errors in error log. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that prior to the start of a vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) the integrated electrosurgical unit (iesu) had created multiple errors on friday and monday (service request to be created). The customer tried to power cycle the iesu with no change. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 11/04/2024 the davinci coordinator informed the vision side cart (vsc) from another room was brought to complete both cases. The friday's case the patient was in the room and ports were placed. There was no harm to the patient. There was another vsc brought in from another room to complete the case. Monday's case the patient was in the room with ports placed, system docked, and no power to scissors. The vsc was brought from another room to complete the procedure.